Event description:
It was originally reported to philips that the device needed replacement labels.

Manufacturer narrative:
Complaint evaluation: the customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. An evaluation of the device was performed, during which the label set was replaced as a standard part of the servicing of such events. Customer resolution and conclusion: the label set was replaced as a standard part of the servicing of such events. The root cause and resolution of the originally-reported power supply error is covered in pr (B)(4). The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a power supply error. There was no reported patient involvement.